Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a cardiac tamponade occurred. During the procedure left atrial access was lost for both the sheath and catheter. The sheath was guided back into the left atrium using a cs catheter and the farawave was then reintroduced. After this tamponade was identified. Drainable was performed and the procedure was cancelled at that time. The patient was then transferred to the intensive care unit and is expected to fully recover. It was almost mentioned that during the procedure the guidewire became difficult to advance out of the catheter but could be withdrawn without issue. The physician suspects that regaining left atrial access was likely the time the tamponade occurred; however, the patient's anatomy was difficult and manipulating the catheter was complicated through the entire case. The catheter has been received for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a cardiac tamponade occurred. During the procedure left atrial access was lost for both the sheath and catheter. The sheath was guided back into the left atrium using a cs catheter and the farawave was then reintroduced. After this tamponade was identified. Drainable was performed and the procedure was cancelled at that time. The patient was then transferred to the intensive care unit and is expected to fully recover. It was almost mentioned that during the procedure the guidewire became difficult to advance out of the catheter but could be withdrawn without issue. The physician suspects that regaining left atrial access was likely the time the tamponade occurred; however, the patient's anatomy was difficult and manipulating the catheter was complicated through the entire case. The catheter is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was received at boston scientific's post market laboratory it was first visually inspected, and no abnormalities were found. Next, a known good guidewire was advanced successfully through the catheter with no resistance and there were no issues with deploying the device. No issues were found with the catheter's functionality. Based on the information provided, the reported event of cardiac tamponade is a known inherent risk of the farawave catheter. The instructions for use state: "potential adverse events associated with use of the farawave catheter includes, but are not limited to: cardiac tamponade" there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to initial MDR in block h6: impact codes.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a cardiac tamponade occurred. During the procedure left atrial access was lost for both the sheath and catheter. The sheath was guided back into the left atrium using a cs catheter and the farawave was then reintroduced. After this tamponade was identified. Drainable was performed and the procedure was cancelled at that time. The patient was then transferred to the intensive care unit and is expected to fully recover. It was almost mentioned that during the procedure the guidewire became difficult to advance out of the catheter but could be withdrawn without issue. The physician suspects that regaining left atrial access was likely the time the tamponade occurred; however, the patient's anatomy was difficult and manipulating the catheter was complicated through the entire case. The catheter is expected to be returned for analysis.